Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous nurse report from (B)(6) of did not wear a mask and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unreported date, the patient did not wear a mask, which resulted in peritonitis on (B)(6) 2011. The patient was not hospitalized. The patient underwent unspecified treatment for the peritonitis. At the time of this report, the patient was recovering from the event of peritonitis. The outcome for the event of did not wear a mask was not reported. Dianeal therapies were ongoing. Concomitant medications were not reported. The nurse reported that the peritonitis was unrelated to dianeal therapies. The nurse did not provide an opinion of causality for the event of did not wear a mask.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11h0107 with no defects noted during the manufacture of this lot related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.